Event description:
Initial information received: excessive amount of postoperative bleeding that required draining. The treatment had not changed nor the medication; the only thing they can attribute it to is the needle. No blood transfusion has taken place as of yet. Anywhere from 200 cc to 1500 cc of liquid requiring draining. The fluid is a mixture of blood and other secretions. Additional details received: six patients returned to (B)(6) clinic for follow-up appointments post transvaginal oocyte aspiration (between 14-37 eggs were collected) complaining of abdominal pain/fullness, and in some cases nausea/vomiting and increased pulse. Abdominal ultrasound was performed. If the patient was symptomatic and/or free fluid was observed in the pelvic/abdominal cavity, the patient was brought back for transvaginal aspiration of the fluid. After surgery, the patients were given IV fluids as well as IV albumin and medicated for pain and nausea. Patients were closely monitored after fluid drain. The initial information received indicated a date of event of (B)(6) 2011. However, as six patients are involved, it is unknown over what period of time this occurred.

Manufacturer narrative:
Twenty-one unused needles from the same lot number were returned. Two were inspected with a microscope and had no obvious signs of degeneration of the tip or side bevels. There was no evidence of "dulling" of the cutting edges or deformation at the very tip of the needle where the facets meet. There was no evidence of any imperfections on the surface of the beveled tips. The work order is complete and correct and there is no evidence that the products were not manufactured to specification. There are a number of quality checks in place during manufacture that would most likely identify a blunt or damaged tip, and throughout manufacture the tip is covered with a tip protector or needle protector. The needles are also packed and shipped with a needle protector. The information reported by the complainant is suggestive of a known risk associated with an ovum aspiration procedure and possible effects of ovarian hyper stimulation syndrome, i.e. Bleeding and accumulation of fluid in the abdominal cavity following the procedure. It is not uncommon for fluid to accumulate and require drainage following this type of procedure. (B)(4). The manufacturer will continue to monitor for any emerging trends. No corrective action deemed necessary.